Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months.  The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient heard an alarm from the system controller on the evening of (B)(6) 2018 while the vad was connected to a power module. In response to the alarm, the patient switched to batteries with no further alarms. Device interrogation revealed a pump stoppage. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and observed pump stoppages and pump decelerations on (B)(6) 2018 while the vad was connected to a power module. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). On 09oct2018, the customer stated that x-ray images of the driveline were evaluated an no problems were identified. The power module patient cable was exchanged and if any further alarms occurred they would provide the patient an ungrounded power module patient cable. As of (B)(6) 2018, no further alarms have occurred. No additional information was provided.

Event description:
Additional information: it was reported that the patient was given an ungrounded power module patient cable. On 07nov2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The reported pump stoppages and hazard alarms were confirmed through the review of the log files submitted by the account. Based on past experience with the hmii lvad and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 18.25 inches of the distal portion of the patient's driveline was replaced. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. No further information was provided. The manufacturer is closing the file on this event.